Event description:
It was reported that the iab was inserted via the left femoral artery. When an attempt was made to remove the spring wire guide, difficulty was encountered, but the physician connected the iab to the pump anyway. When pumping began, blood was noticed in the helium tubing. Then the iab and spring wire guide were removed as a unit and replaced. There were no patient complications.